Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical event and hyperglycaemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.5. Hardware: iphone 17.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had attended the emergency department with hyperglycaemia on (B)(6) 2026. The patient's blood glucose levels reached 547 mg/dl while wearing the pod between 1 and 4 hours on the abdomen. The patient noted that the device generated a hazard alarm during operation. Symptoms reported include polyuria, vomiting and feeling generally unwell. The patient was treated with insulin and fluids. The patient was released after one day ((B)(6) 2026).